Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranged from 36-62 mg/dl. Low bg causes were not known and the customer consumed juice and carbohydrates to address bg. The customer's physical therapist provided assistance during one low bg event and the customer's friend provided assistance during another low bg event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.